Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause in this can be attributed to the faulty video processor. This issue was resolved by replacing the video processor.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical service engineer (tse) about getting errors on the system mid-case. The customer stated they were getting a 31089 recoverable error and when they tried and recover, they were getting a non-recoverable 307 error. The customer stated they rebooted the system once already and the same error sequence occurred again. Tse confirmed errors in the logs. Tse recommended checking that the grey fiber cable was fully seated, that the breaker switch on the video processor (vp) was on, the power cable was fully seated to the vp, and that the orange fiber cable was fully seated. The customer confirmed the cables were fully seated and the breaker switch was on. The customer performed another reboot, but the errors remained. The customer stated the surgeon was converting to laparoscopic. Tse recommended customer could use another vision side cart (vsc) from one of their other systems at p11b. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was 99% completed when the faults occurred. The procedure was completed laparoscopically using the robotic ports.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The video processor (vp) was visually inspected, and no issue was found. The vp was installed onto a golden system where the component function as expected. The golden system was set to run a video test, 10 minutes sine cycles, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
Refer to h11 for follow-up information.